Manufacturer narrative:
Analysis of the returned device identified: broken shell, black particles and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell, observed 40 mm dark patch edge material inside gel device, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening

Event description:
Healthcare professional reported a right side rupture, alcl concern/aspiration for cytology, "acute seroma, possible bottoming out, and swelling. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for removal reported as "acute seroma, possible bottoming out, and swelling". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture, alcl concern/aspiration for cytology, "acute seroma, possible bottoming out, and swelling. Device has been explanted.